Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endowrist one vessel sealer instrument involved with this complaint and completed the device evaluation. Failure analysis did not replicate nor confirm the customer reported complaint of insufficient sealing. Due to the condition of the instrument, the sealing function was unable to be tested. The instrument was placed on an in-house system and the snake wrist moved intuitively but grip failed to open and close. No recoverable fault errors appeared. The vessel sealer was further evaluated and was however found to have a broken over molded nut at the distal end. During visual inspection and manipulation of the thumb wheel off the system, the lead screw was found rotating freely without engaging and driving the nut to open and close jaws. This finding confirms the reported complaint of the instrument jaws not fully closing and not cauterizing sufficiently because this finding would result in the instrument inability to achieve adequate force to initiate a seal. For additional observation, the instrument was disassembled to inspect the screw and nut for burrs and other defects and none were found. The nut had damaged threading, which resulted in the loss of engagement to the screw and function to open and close jaws. The instrument log details were also reviewed and the three recoverable faults were confirmed in the msc log as 23107. The error code is triggered when the system detects the grip torque is outside of the normal range. Device history record (DHR) review-DHR review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The customer reported complaint does not itself constitute an MDR reportable event; however, the fracture/breakage at the plastic over mold of the clamping nut found during failure analysis evaluation could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the endowrist one vessel sealer instrument created a recoverable fault and the grips failed to open. The instrument sealing function never functioned at all. A new endowrist one vessel sealer instrument was opened and the procedure was completed successfully. There was no report of patient harm, adverse outcome or injury.